Event description:
It was reported that the patient sought medical attention by the emergency medical services (ems) with hypoglycemia. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod. Symptoms reported include diarrhea and abdominal pain. The patient was given a peanut butter sandwich, glucagon, and intravenous 10% glucose. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical services visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.